Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). The device was received for evaluation. During functional testing, the reported problem "system errors (thermistor disparity)" was reproduced. A review of the event history log revealed multiple "system error 345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the processor board and I/o board. The processor board and I/o board required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.